Event description:
The following has been reported: biomed reported: 'red service needed error patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Performed mock infusion and unit exhibited a state 1 alarm. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found the fva output pin has debris. The ipc rear housing and bushing plate were not seated properly causing the fva pins to drag. Reseated ipc rear cover and bushing plate. Cleaned the fva pins and channels. Reassembled fva assembly. Performed mock infusion with no errors.